Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected pump error 63 or pump error 4 alarms during testing however, pump error 63 alarm (variable oc) and pump error 4 alarm are found in the downloaded history files due to hardware error, fault isolated to the electronic assembly. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored while connected to the test sensor and plug. No unexpected calibration not accepted alarms, change sensor or bad sensor alarms, or additional sensor related errors or alarms occurred during testing.

Event description:
The customer reported via phone call that insulin pump had pump error alarms. Blood glucose was 114 mg/dl. Customer reported they were able to clear the alarm and able to rewind the insulin pump also self test was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.